Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with twelve remaining clips. The instrument was received with a fully formed clip jammed between the tissue stop and the jaws. Functionally, the jammed clip was removed. The instrument was fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur when the user positions the instrument vertically and fires in air. This causes the fired clip to slip into the clip cartridge, preventing clips from loading properly. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a partial hepatectomy after nine firings to the blood vessel, the surgeon tried to fire the device but the clip was stuck and the device did not fire. Nothing fell into the patient's cavity. To complete the procedure, another device was used. No patient injury or extension in surgical time.